Event description:
Home pt (hp) reported receiving hemodialysis on the baxter sps 1550 device. Approximately one and one half hours into a four treatment, the hp reported having a low grade temperature and "feeling somewhat out of sorts". The hp completed their therapy and due the fact pt had not been feeling well, pt called baxter instrument services to have the device serviced. The hp stated the device had been removing the correct weight and had not produced any alarms. The hp notified their nurse and stated there was no medical intervention and no pt injury that resulted from this event. The hp disinfected the device twice following this event and has had no further symptoms.